Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1488t st jude lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient died suddenly while he was hospitalized. The patient's spouse inquired why the implantable cardioverter defibrillator (ICD) didn't keep him alive. Technical services discussed ICD function. The caller was unsure if the device was interrogated following death. The caller was seeking reasons for sudden death and alleged that the death was related to the ICD. No further information is available.